Manufacturer narrative:
Initial.

Event description:
It was reported that the charger appeared to malfunction, as the pump did not reach full charge after being left on the charger overnight, and the charger indicator changed from a prior blinking light during charging to a solid green light while the pump remained undercharged. No adverse clinical symptoms reported. Outcomes included no reported impact on health status and no alarms. Investigation included basic troubleshooting and education by customer care. Investigation of this case revealed that the charger was suspected to be faulty, and a replacement charger was shipped to the user. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external charger.